Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 900.3 mcg/day) via an implanted pump. It was reported that they had been increasing the patient¿s daily dose of baclofen since (B)(6) 2020; however, she was still having spasticity and clonus. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted but the physician was unable to aspirate fluid from the catheter. The issue was not resolved; it was unknown what actions would be taken to resolve the issue; and it was indicated that the hcp had no further information to provide regarding the event at the time of the report.